Manufacturer narrative:
H6: codes 4582, 2199, 1250, 4755, 4118, 3233, and 11 no longer apply. This event no longer meets the reporting criteria as additional information was received indicating the flow of the saline to the tip of the oad was considered sufficient enough to avoid injury to the patient and the event would not be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Additional information was received indicating in the physician's opinion, the flow of the saline to the tip of the oad was considered sufficient enough to avoid injury to the patient. It was also reported a few treatments were performed prior to exchanging the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Following three treatments of 80% diffuse, severely calcified lesion in proximal left anterior descending artery (lad) using diamondback 360 coronary orbital atherectomy device (oad) via transradial approach, the y-connector of the saline tubing was observed leaking. The procedure was immediately terminated as there was sufficient modification of the calcified lesion. The patient was stable.